Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy snare to perform a polypectomy. The physician encountered difficulty cutting through the polyp. The electrosurgical unit settings were increased, allowing the snare to completely cut through the polyp successfully. After the polyp was cut from the colon, the snare device was used to capture and remove the polyp from the patient, which is against the intended use listed in the instructions for use. During removal of the polyp from the patient, the snare loop near the distal end detached from the drive wire and became free inside the patient. Biopsy forceps were used to remove the detached snare section from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Snare detachment represents an unusual occurrence. Based on this review, the likelihood of difficulty with current application and snare detachment is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. The information provided indicated that the acusnare polypectomy snare was used to retrieve the severed polyp upon completion of the polypectomy. The intended use for the acusnare polypectomy snare listed in the instructions for use states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The intended use does not include polyp and/or foreign body retrieval. The instructions for use advise the user not to use this device for any purpose other than the stated intended use. The instructions for use direct the user that the snare should be retracted into the sheath and removed from the endoscope after the polypectomy. The user is then instructed to retrieve the polyp. If excessive pressure was applied to the snare during retrieval of the severed polyp, this could have contributed to the reported snare detachment. Prior to distribution, all acusnare polypectomy snares are subjected to a functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the report of difficulty with current application with the snare has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. No further action is warranted at this time because this report could not be verified and the information provided indicated the product was used in contradiction with the intended use listed in the instructions for use. Snare detachment represents an unusual occurrence. The likelihood of these types of occurrence (difficulty with current application and snare detachment) is remote. Customer quality assurance will continue to monitor for complaint trends.